Event description:
Event description cpi received information that this bipolar lead has an 'apparent lead fracture'. Additional information also states the lead was exhibiting thresholds that were high, unstable and unmeasureable. The physician elected to explant the lead, the explant date is unknown at this time.